Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that 1-2 years ago when a pump was mr scanned it did not recover.